Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations revealed that the instrument was found to have a broken grip at the grip base. A piece approximately 0.12" x 0.30¿ was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of this issue was typically attributed to user mishandling, such as excess force applied to the instrument jaws. A review of the instrument logs for the mega suture cut needle driver (part# 471309-15 / serial# (B)(4)) was performed. The instrument was last used on (B)(6) 2022 on system sn: (B)(4) with 10 uses remaining. Based on this review, the instrument was confirmed used during the alleged event reported in this record and it was not used in subsequent procedure(s) after its last usage. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument tip broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the tip of the mega suture cut needle driver instrument broke off during use. The tip was retrieved by the surgeon and all pieces were recovered. A backup same instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken piece of the instrument was retrieved using a fenestrated bipolar forceps instrument. All pieces were confirmed present upon visual inspection of the surgical team. No x-rays were deemed necessary. The wrist of the instrument was straightened and removed without resistance. The surgeon was suturing with the instrument when it broke. The patient did not receive any injury. No damage to the cannula was noted. The patient has not returned post-surgical procedure.